Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). The customer also mentioned that they had previous issues a few months ago with other patient samples, but have not provided any additional information concerning these samples. The sample initially resulted as 351.5 pg/ml accompanied by a data flag. The result was reported outside of the laboratory to the clinicians and questioned. The sample was repeated, resulting as 6.23 pg/ml. The sample was also repeated on (B)(6) 2017, resulting as 5.16 pg/ml. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 267654. The reagent expiration date was asked for, but not provided. The field service engineer checked liquid level detection and clot detection voltages; these were ok. He checked the adjustment of the sample position and this was ok. He ran performance testing and this passed, showing good duplication of sampling. The customer was using cups inside 13 x 100 mm tubes for samples with low volume. Some racks did not have rack inserts, so when the customer uses 13 x 100 mm tubes, they may not always stand vertically within the rack. Calibration and quality controls did not show any indications of an issue.

Manufacturer narrative:
The customer provided data for a second patient sample that had an erroneous tnt hsst result. It was asked, but it is not known if the erroneous result for this second sample was reported outside of the laboratory. The sample initially resulted as 29 pg/ml on (B)(6) 2017. The sample was repeated, resulting as < 5 pg/ml. No adverse events were alleged to have occurred with this second patient. Medwatch has been updated.

Manufacturer narrative:
Calibration and controls showed no indication of an issue. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general instrument or reagent related issue could be excluded. The customer was using micro cups on top of tubes. Micro cups are not allowed for use on the analyzer as instructed in product labeling. A pre-analytic sample handling issue is the most likely root cause. Other possible root causes include insufficient electromagnetic interference lab compliance, insufficient maintenance, or contamination of the environment with the analyte.